Event description:
It was reported that the patient passed away. It was noted that the physician does not believe the vns contributed to the death but believes it may have been sudep. No additional relevant information has been received to date.